Event description:
A customer reported intermittent cartridge alarms occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.